Manufacturer narrative:
Lens not returned. (B)(4). Device not returned.

Event description:
The reporter stated the surgeon had a hard time advancing the aq2010v silicone three piece lens +12.0 diopter in to the patients eye and the lens was noted to be damaged. The lens was removed from the patients eye with out injury. The reporter stated the injector might be the issues.